Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a lumboperitoneal shunt which would clog within 6-12 months after implant. The patient would experience multi-day headaches and would receive a spinal tap for temporary relief. As a result, the patient would undergo a surgical procedure to check and then replace the shunt.